Manufacturer narrative:
At the present time, we are awaiting the sample to complete our investigation. Upon receipt of the sample, an investigation will be conducted and a supplemental report will be submitted.

Event description:
After successfully obtaining an IV in the pt's left wrist, paramedic number 1 depressed the button to retract the needle and laid the used needle/barrel assembly down without noticing if it had retracted. Paramedic number 1 picked up the needle/barrel assembly to place in a sharps container held by paramedic number 2 and noticed that the needle had not retracted into the barrel. As a result of the non-retraction, paramedic number 2 was stuck in either the middle or ring finger by paramedic number 1 as the non-retracted needle was being placed into the sharps container.